Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 440 mg/dl, 381 mg/dl and 212 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he took 5 units of humalog insulin after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.